Event description:
Patients presenting symptoms unknown. Patient underwent knee revision surgery. At revision surgery it was noted that the femoral component was loose.

Manufacturer narrative:
Primary implant date was (B)(6) 2009. Patients presenting symptoms unknown. Patient underwent knee revision surgery on (B)(6) 2012. At revision surgery it was noted that the femoral component was loose. Products discarded. We were informed that no products, x-rays or further information relating to the patient was available. The complaint was transferred to investigation on (B)(4) 2012 for a review of the complaints database for any previous complaints. A search of the complaints databases found no other complaints detailing the batch numbers provided. A review of the dhrs (device history records) was not carried out as the investigation found the incident was not batch related. As there were no products or x-rays returned, no further investigation could take place. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.